Event description:
It was reported that during a stent-assisted embolization for a wide necked aneurysm at the m2 segment bifurcation of the right middle cerebral artery, the subject stent had been advanced only approximately 10 cm into the microcatheter, resistance was encountered, preventing smooth delivery. During adjustments, the subject stent unexpectedly deployed within the microcatheter, with the delivery wire separating from the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.